Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose readings of over 500 mg/dl and they believe the insulin pump may not be delivering insulin and that the insulin pump may not be programmed correctly. Customer's last blood glucose reading was 586 mg/dl and has treated manually. It was noted that the customer had a heart surgery and did not want to be off the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir and a no delivery alarms were noted in the alarm history. The needle was also noted to be bent. Customer's most recent blood glucose reading was noted to be 520 mg/dl and has treated with manual injections. No further information reported.